Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to the use of this stent, the physician had, unsuccessfully, attempted to use an everflex stent to treat a 150+mm severely calcified mid-distal sfa lesion. The lesion was described as 90-99% stenotic. The artery was moderately tortuous, and the diameter was 5-6mm. The patient had severe calcification of the right sfa with multiple severely tight lesions. The patient had a very tight iliac bifurcation. The lesion was pre-dilated using 3.0x150mm, 4.0x150mm and 5.0x150mm balloons. The first stent would not deploy and was removed. The vessel was pre-dilated again with a 5.0x150mm balloon. This everflex entrust self-expanding stent was positioned and negotiated to the target lesion. The thumbscrew/lock-pin was checked for securement prior to procedure. Some difficulty was reported in the placement of this stent. The safety tab was pulled and began to rotate the wheel for deployment. Deployment started and then about 60mm into the deployment the deployment wheel just continued to spin without the removal of the deployment sheath with the stent inside. The attempt to remove the stent deployment system ended with 110mm of the stent fracturing inside the deployment sheath. The deployment system also became lodged on the 0.014¿ non-medtronic wire during attempted removal of the remaining fractured stent and system removal from the body. The stent was somewhat deployed in the correct target lesion and was left in the current location without any damage to the vessel. Post angiograms were taken of the vessel and there was no damage to the vessels. The remaining lesion was treated using pta. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: two everflex entrust devices, one spider fx & one non-medtronic 0.013" guidewire were returned for analysis. No other ancillary devices were included. The everflex entrust associated with this event was inspected. The device was loaded on the non-medtronic 0.013" guidewire. It was noted that the red safety tab was not inserted in the handle assembly and was not included with the returned contents. Approximately 26cm of the guidewire was exposed outside the distal end of the everflex entrust catheter. It was observed approximately 1cm of the stent was exposed outside of the distal end of the catheter. Approximately 132cm of the guidewire was exposed out from the proximal clear luer of the handle assembly. No damage to the distal segment of the guidewire was observed, a bend to the guidewire was noted approximately 9cm proximal to the clear luer of the device. Product labelling recommends a guidewire size of 0.035". The exposed stent was inspected and the stent was found to be fractured. The tantalum spheres at the distal end of the stent were not accounted for. The exposed stent showed stretching between the stent struts. Approximately 10cm of the stent remained loaded within the distal end of the catheter. According to the product labelling, the stent length is 15cm. The handle assembly was inspected and the inner of the catheter was observed to be protruding from the handle assembly. The inner was protruding out between the right and left shells of the handle assembly proximal to the area of the red safety tub insertion port. The thumb-wheel was able to rotate however, the stent did not deploy. Attempts were made to pull and advance the guidewire within the device however, resistance was experienced. The handle assembly was cracked opened. The inner was inspected and the catheter inner was noted to be bent back in the opposite direction. It was observed the inner showed signs of buckling at the area of the bends within the handle assembly. The pull cable was detached from the catheter. The end of the pull cable was frayed. The proximal end of the silver outer was frayed and showed signs of excessive tensile forces. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.